Event description:
Customer reported issues with the insulin pump. Customer states that there is a low battery alarm. The blood glucose reading is unknown. Nothing further reported.

Manufacturer narrative:
No unexpected reset anomalies, failed battery test, battery out limit alarms or low battery alerts noted during testing. The pump passed the displacement, error and off no power tests. The operating currents were within specification. The pump had minor scratches on the lcd window, a cracked case at the display window corners, a cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.